Event description:
The article, "quadruple valve replacement for behçet's syndrome: a case report", was reviewed. The article presented a case study of a 51-year-old female patient with prior infective endocarditis, ventricular septal defects, severe aortic and pulmonary regurgitation, and behçet's disease. It was reported that on an unknown date, a 20mm unknown abbott/st. Jude medical aortic mechanical heart valve was chosen for aortic valve replacement. The patient additionally underwent concomitant pulmonary valve replacement with a 25mm unknown mechanical valve. It was then reported six years post-procedure, the patient was admitted for chest tightness and shortness of breath for one month. Preoperative echocardiography revealed a paravalvular leak around the aortic mechanical valve and a 2.0x1.2cm irregularly shaped, soft mass was observed between the aortic sinus wall and the prosthetic valve ring. Computed tomography (CT) revealed a 2.0cm low density region at the aortic root, suggesting a pseudoaneurysm. The patient underwent diuretic therapy for seven days to treat heart failure before a decision was made to explant the 20mm abbott/st. Jude medical valve and abscesses and necrotic tissue around the valve were debrided. ]a valved conduit consisting of an unknown 25mm bioprosthetic valve and a 30mm vascular graft was successfully implanted. The patient additionally underwent concomitant mitral valve replacement, pulmonary valve replacement, and tricuspid valve replacement. The patient was discharged on day 30 following smooth and uneventful recovery. [The primary and corresponding author was liang tao, department of cardiovascular surgery, wuhan asia heart hospital, wuhan university of science and technology, hubei, china, with corresponding email: taoliangmd@sohu.com]

Manufacturer narrative:
As reported in a research article, quadruple valve replacement for behçet's syndrome. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: quadruple valve replacement for behçet's syndrome: a case report.